Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml lioresal at 223 mcg/day via a pump implanted for intractable spasticity. It was reported that on an unknown date the patient was experiencing a skin blister at the pump pocket site. The health care professional suspected that the blistering was from a seat belt that the patient wore in her wheelchair in contact with the pump pocket site. The consistent friction from the seatbelt was thought to have contributed to the event. No diagnostic testing was performed. Surgical intervention occurred on (B)(6) 2017 to prevent skin breakdown at the pump pocket. The 40 cc pump was replaced with a 20 cc pump. The health care professional was unable to disconnect the pump connector during the pump replacement and wanted to avoid breaking the connector with the use of a surgical instrument. The health care professional decided to cut the pump segment of the existing catheter and replace it with a pump segment from a new catheter. The part of the catheter and pump that were explanted were discarded. The issue was resolved and the patient was alive with no injury as of (B)(6) 2017. Additional information received on 2017-jan-13 reported per healthcare professional, the skin blister developed about a month ago when hcp saw the patient for follow up in the clinic. It was reported for clarification that the pump connector of the pump segment of the 8780 catheter was unable to be removed not the catheter connector. No further information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.